Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): pt due to receive etoposide. Etoposide required to be delivered via low absorption tubing, connected to a filter, and then b braun closed system. While circle priming etoposide leak noted between filter and line. Filter changed, original filter had lot number 0061861821. Problem recurred with new filter. After replacing filter, line was changed. After replacing line and repriming tubing problem resolved and was able to administer etoposide to patient. No injury reported.